Manufacturer narrative:
Concomitant medical products: 382884 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead failed to capture and had "pacing spikes". The lead remains in use. No patient complications have been reported as a result of this event.